Manufacturer narrative:
No unexpected battery out limit alerts, frozen screen anomalies, reservoir volume icon anomalies, reset anomalies, prime anomalies or failed battery test alarms were noted during testing. The insulin pump passed the displacement test, self test, off no power test, rewind test, basic occlusion test, and prime test. The operating currents were in specification. The insulin pump was received stuck on a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The reset error test could not be performed due to the motor error alarms. The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during a bolus delivery. The customer did not recall the blood glucose reading. The drive support cap appeared normal and recessed. The customer was able to rewind the insulin pump. The insulin pump was not exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.